Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: during investigation, unexplained power on reset events were observed in the black box. The pump was returned with corrosion in the battery compartment. The battery compartment was cracked on the side at the threads. The battery cap was not returned. The test battery cap attached to the pump. The pump had vibration and audible alarms, and a blank display screen. The leak test failed due to battery compartment crack. The pump cover was removed to find moisture ingress on the printed circuit board and internal components.